Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem was deterioration associated with the age of the device and frequency of use or an unintentional impact by the user upon the connector housing, resulting in damage to the front panel connector. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The front panel was noted to have incurred damage.

Event description:
A user facility reported to olympus that the plastic housing on the lower lip of the scope connector was broken off. There was no patient injury or harm, associated with the problem, reported to olympus.